Manufacturer narrative:
(B)(4). Event eval: still under investigation at this time.

Event description:
The captor hemostatic valve on the main body leaked continually from the moment of insertion in the patient. Swabs were utilized around the valve to hinder blood loss. The surgeon kept his hand on the valve at all times and kept replacing swabs around the valve. Blood loss was more than expected. The main body was deployed successfully and contra-lateral limb cannulated successfully. Iliac leg graft was successfully placed. Top cap was docked and grey introducer removed from the system. The patient's blood pressure dropped rapidly and severely. Anesthetic team worked quickly to regain control as well as the physician at the site of graft in the femoral artery. Once control was regained, the remaining iliac leg deployed successfully. One coda balloon was inserted up the right and moulding was completed at the proximal sealing stent of the main body and overlap zone on the ipsi side. A second coda balloon was inserted up the left side, moulding was completed again at the sealing zone of main body overlap on contra side and distal sealing stent on contra limb. The first balloon was left in the ipsi side in case needed for control if pressures dropped again. Final angio was completed to show successful occlusion of the aneurysm and sealed flow through the graft without endoleak. The main body and ipsilateral limb were bagged and given to sales rep.